Manufacturer narrative:
The insulin pump alarmed for a motor error during basic occlusion test due to loose/flush drive support disk. Unable to perform the reset error test or prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratches to the display window, loose drive support disk, missing end cap sticker, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had three times alarmed during a manual prime attempt and that insulin had been squirting out. The drive support cap was sticking out. The blood glucose reading was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.